Manufacturer narrative:
The evaluation revealed the lag screw of the u-blade set to be the primary product; according to the customer only the lag screw was removed. No deviations were found during review of the manufacturing and inspection documents (DHR). The u-blade set was documented as faultless prior to distribution. An investigation was not possible because the products were not available. A root cause evaluation was not possible. Cut outs are known from previous complaint evaluations. The rmf considers that a revision surgery due to cut out or medialization is a typical complication of proximal femoral nailing. This harm does not primly depend on the implant. It is mostly caused by the kind of fracture, patient's general condition (osteoporosis), and primly the respective surgical technique. In the case of a cut out an extensive damage of the hip joint would result which has to be treated with arthroplasty. The basics of the gamma-system are the interaction of nail set including a set screw and lag screw in the proximal area. The intention is to allow the fracture site to subside (if the fracture gap is too big) in order to support bone union. This requires motion in a relative rigid construction and is solved by lateralization of the lag screw. In case of a cut-out the femur neck slips over the lag screw ¿ in most of the cases due to torsional displacement and / or poor bone substances. Contraindications, warnings and precautions and potential adverse effects are pointed out in the IFU; the operation technique(s) are presented in the appropriate operation technique. Review of complaint history, CAPA databases, risk analysis and labelling did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
It was reported that implanted gamma long nail with lag screw, end cap and 2 locking screws. On (B)(6) 2017 during a follow up visit a cut out was confirmed, the lag sc screw only will be removed as plan.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
It was reported that implanted gamma long nail with lag screw, end cap and 2 locking screws. On (B)(6) 2017 during a follow up visit a cut out was confirmed, the lag sc screw only will be removed as plan.